Manufacturer narrative:
Cls information: brand name: evoke closed loop stimulator (cls) (us) model: 102901 catalog: 3042 lot/batch number: 210d70 UDI: (B)(4).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a burning sensation at the evoke closed loop stimulator (cls) implant site and a change in stimulation. The burning sensation resolved when stimulation was turned off; however, tenderness at the cls implant site was reported upon palpation. Magnetic resonance imaging (MRI) did not identify an infection. No anomalies were observed during the impedance check. X-rays identified lead migration. Reprogramming was attempted but did not resolve the reported issue. A revision procedure was performed, and the evoke scs system was replaced to resolve the reported event.